Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the revision surgery was put on hold due to a medical event unrelated to the reported shocking. No further complications anticipated.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the cause of the shocking was not determined. The rep also reported that the patient had an extension revision surgery scheduled, but it is now on hold for an unknown reason. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va16wxy, implanted: (B)(6) 2016, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va035yf, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va16wxy, implanted: (B)(6) 2016, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va035yf, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported experiencing shocking when they palpate the extension/lead connector block. The rep reported an impedance check was performed and all impedances were normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.